Event description:
It was reported while using bd q-syte luer access split septum a leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during the use of the products the nurse found that there was leakage at the joint when pre-flushing it, and the joint was replaced in time without causing harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum a leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during the use of the products the nurse found that there was leakage at the joint when pre-flushing it, and the joint was replaced in time without causing harm to the patient.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received one video which displayed leakage occurring from the vent hole in one of the units. Leakage through the vent hole is most commonly attributed with damage to the septum. Without the sample for further analysis, a comprehensive investigation cannot be performed to identify the root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.